Event description:
It was reported that in an attempt to puncture and access the right internal jugular vein of the (B)(6)/old female patient, the user was unable to insert the swg. After several reported attempts, the swg was removed. Upon its removal, the swg was found "completely shredded". A new kit was then opened and used in the left internal jugular vein without issue. It is not known whether the issue caused a delay, however, other than additional punctures, there were no reported complications or death to the patient.

Manufacturer narrative:
(B)(4).